Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the customer stated that medtronic are not privileged to the final information regarding the cause of death, however, they mentioned a right-side heart failure but there was no formal note. The pressure was measured in the circuit post oxygenator. Heparin dosing was monitored with an act instrument to achieve optimal therapeutic response. The cardiotomy flow rates were standard for the shunt lines (e.g. 500ml/minute). The customer used a flow probe to measure the actual flow to the patient. The sucker blood was not sequestered to the cell saver before returning to cardiotomy venous reservoir (cvr). The level in the cvr was not unusually low or high for cvr levels. There was 500ml of ringer¿s solution, 1000ml of hartmann's solution and 10,000 units of heparin administrated for priming. During cardiopulmonary bypass (cpb), gelofusine, ringer's solution, blood, cell saver blood, aprotinin (trasylol), mannitol (10%), metaraminol and sodium bicarbonate were administrated. Post oxygenator pressures were 193mmhg, 158mmhg and 73mmhg. The cardioplegia temperature was between 6.1° to 7°. The patient's core temperature was between 36.5° to 36.8°. The arterial temperature was between 22.4° to 32.7°. At 17.32pm, it was noted that the pulmonary artery (pa) pressure was too high. The patient was given prostacyclin before coming off bypass. The patient passed away at 17 .38pm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the partial pressure of oxygen was recorded at 8 with 100% fraction of inspired oxygen (fi02) being delivered through the oxygenator. The customer also observed clots in the oxygenator. See attached photos. The oxygenator swapped out was replaced with another oxygenator which worked sufficiently for the remaining bypass time. The patient passed away. Medtronic received additional information that the patient was at high risk with an aortic dissection. The patient had been in the hospital for a few days. The procedure was not an emergency/crash bypass. The patient did receive trasylol prior to the case (9 antithrombotic). The customer managed high and accordingly activated clotting times (act). Their hemochron act device was sufficient for trasylol use. The oxygenator replacement took 3-4 minutes but the change out was required at a time when the patient was struggling on the table and ventilation had to commence during the oxygenator swap out period. Hypotension was experienced. The first bypass period was for approximately 173 minutes. It was uneventful from an oxygenator performance perspective. The patient's blood gases, lactates, partial pressure of oxygen (po2), partial pressure of carbon dioxide (pco2) and acts were all sufficient. At 15.39pm, po2 was 27mmhg and act was 999s. The first bypass ended at 15.44pm. Protamine was administered to the patient, however, all suction devices were removed from the patient. There was no suction blood. The arterial and venous cannula remained in situ. The patient was tran sfusion with various doses of 100ml from the perfusion circuit during this off bypass stage, avoiding stasis in the circuit. These 100ml top ups of patient volume occurred approximately every 30 seconds. Upon instigating a second bypass at 16.12pm, the customer noted that the oxygenator performance started to deteriorate. Po2 had dropped and increasing fio2 did not resolve the issue. The fio2 values were from 60 to 70, to 80, to 90, to 100% with po2¿s falling from 22.4, 15, 7.9, 7.6mmhg. The customer reported observing clotting in the oxygenator, along with po2 challenges and max fio2. The oxygenator was swapped out for another fusion oxygenator at approximately at 17.20pm. Shortly after the oxygenator was changed out, the operation was stopped as the patient passed away. The customer noted that the new oxygenator was working sufficiently. The customer does not understand why the oxygenator would struggle on the second bypass period as coming off and on bypass was a common occurrence. The customer stated that the oxygenator failed at a t ime in the operation where the patient was struggling due to operation related issues. The patient's death may be multifactorial. Pre and post oxygenator pressures were not measured. The act¿s were kept high throughout the case and they were all above protocol. The customer noticed clots in the oxygenator on their second bypass run only. A normal roller pump configuration was used.